Event description:
It was reported that the device is making loud noises and will not complete infusion. No patient injury was report.

Manufacturer narrative:
Other, other text: this MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were intact. No physical damage was observed. The customers reported problem regarding delivery accuracy was able to be duplicated. Three separate delivery accuracy tests were performed; at least one test was outside of the pumps delivery accuracy manufacturing specification. No issues were found with a loud noise. The root cause of the reported issue unable to be determined. Actions were taken to mitigate the reported issue: replace expulsor.

Event description:
Information was received indicating that this cadd legacy pump was alarming for "no disposable, clamped tubing". It was reported that the infusion was paused and when the pump was restarted, the message went away. The patient later switched to back up pump. It was reported that the reason for use was pulmonary arterial hypertension and the medication being delivered was life-sustaining. There were no adverse effects to the patients due to the reported event.